Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer blood glucose reading was 150 mg/dl. Troubleshooting was performed. Customer stated the insulin pump was exposed to water and that caused the screen to be blank. Customer was not sure if the buttons are working. Customer stated the insulin pump did not have any physical damage. Customer was not calling back after receiving battery cap. Customer also reported failed battery test but troubleshooting was not performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alert due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.